Event description:
It was reported to philips that the customer was unable to store images. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was setting up for the procedure and case had to be rescheduled to another room. It was reported to philips that the system was unable to store images. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and attempted to recreate image disk, failed after several attempts. On further troubleshooting, the fse found that the lights on the drive bay were not illuminating on each bay and confirmed the problem to be failed hard drive bay. To resolve the issue, fse implemented corrections as per philips to repair the system. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.